Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient bg (blood glucose) levels reached 440 mg/dl. Patient was taken to the hospital by the father. Patient was given insulin, fluids and medicine for their liver (unknown). Patient reported having liver disease and had increased ammonia levels due to the disease. No further information available.

Manufacturer narrative:
The device had the cannula assembly fully deployed. An alarm was observed in the download data. The alarm generated is a safety feature alerting the user that the device has reached its 80 hour use limit. Investigation results did not observe any issues that would result in the device failing to deliver insulin.